Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a post-surgery check, the right atrial lead exhibited high capture thresholds. A chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned. The patient was doing fine post surgery.